Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation post operatively. No sensing, no capture, dislodgement, unstable thresholds and high undefined impedance were also noted on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.